Manufacturer narrative:
Catalog numbers: b02216550 - polyaxial pedicle screw, ø6.5 x 50mm l. B02216555 - polyaxial pedicle screw, ø6.5 x 55mm l. B02216560 - polyaxial pedicle screw, ø6.5 x 60mm l. B02217590 - polyaxial iliac screw, ø7.5 x 90mm l. B02176005 - ti pre-bent rod, ø6 x 50mm l. B02246001 - standard connector for ø6mm rod. B02286010 - iliac link for ø6mm rod. B0213005 - nut. X-rays show a pass lp system on 6 levels l1-s1 using polyaxial pedicle screws, standard connectors, iliac screw, iliac links for ø6mm rod and pre-bent ø6mm rods. The x-rays provided do not show any failure of the hardware. According to the nature of the surgery, fracture is not an unknown and unexpected adverse event following posterior spinal fusion and is listed in IFU as a possible undesireable effect. Not returned to manufacturer.

Event description:
Postoperative event resulting in fracture of both pedicles, with fracture extending vertically through the anterior mid portion of the l1 vertebral body. The fracture was detected during a follow-up 12 months after the surgery. The surgeon suggested to the patient that the fusion be revised with t3-l1 posterior fusion and l1 osteotomy. This does not need to be done urgently, as the fractures appear to be healing.